Event description:
During a remote follow up, noise resulting in oversensing was observed on the right ventricular (rv) lead. Provocative maneuvers were performed; the noise was reproduced. Rv lead damage was suspected but this was not confirmed. Diagnostic imaging was performed; no anomalies were noted. The rv lead was capped and replaced to resolve this event. The patient was stable.